Event description:
Patient with a subtrochanteric fracture was implanted with a 4.5mm lcp posterolateral plate. She suffered a non-union after a fall down the stairs on an unknown date. An x-ray showed three broken 7.3mm locking screws. The plate and screws were explanted and replaced with a blade plate.

Manufacturer narrative:
Device received and is in the evaluation process, no conclusion can be drawn. Manufacture date cannot be determined without a lot number.